Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the user experienced resistance when filling a cartridge. Reportedly, the user was able to fill 250 units out of 300 units before experiencing resistance. There was no impact to the user's blood glucose level.